Event description:
Reportedly, both an aortic and a mitral valve were explanted after an implant duration of approximately four years. The initial report states "both the valves torn completely." No additional information has been made available.

Manufacturer narrative:
Additional manufacturer narrative: this patient was identified in our implant patient registry and the model number and serial number were used to complete the device history record (DHR) review. This device passed all manufacturing and sterilization inspections with no nonconformance. This device has been identified as an aortic porcine bioprosthesis and had been implanted to the mitral position for approximately three (3) years and four (4) months. Explant was reportedly due to leaflet tears. However, the device was discarded by the hospital and this information cannot be confirmed by physical evaluation. See also report no. 2015691-2013-21466 for aortic valve.

Manufacturer narrative:
No device history record (DHR) review can be done since no serial number has been provided. The implant date remains unknown. The model and size of the device remains unknown. The device has not been received for evaluation. Although follow up has been conducted with the surgeon and reports were requested, no patient information or patient history has been received. A supplemental report will be submitted after new information is received.